Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during the procedure the surgeon tried to clip the cystic artery and the clip applier jammed. They had to open an additional clip applier to finish the case. There was no consequence to the pt.